Event description:
Related manufacturer reference number: 2017865-2021-30326. It was reported that the patient presented in clinic for follow up. Device interrogation revealed intermittent capture, r wave amplitude variation, and high capture thresholds on the right ventricular lead, as well as p wave amplitude variation on right atrial lead. On (B)(6) 2021, the physician elected to reposition both of the leads. The patient condition was stable.